Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys quartz unit, with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing. The catheter luer hub had been detached from the tygon tubing so occlusion testing, leak testing, and flow testing were unable to be performed. However, in the communications hub the rep states that no performance issues were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. After gaining transseptal access, the ablation and mapping catheters were used to map the left atrium. High contact force readings were experienced while mapping on the anterior left atrial wall and shortly after, movement of the lateral wall was noted on fluoroscopy. A pericardial effusion was noted when the catheter was being maneuvered in the left atrium, and then confirmed through an ice catheter. The case was abandoned but no intervention was required. There were no performance issues with any abbott device.